Event description:
The customer's wife called to report, the customer received a reading of 113 mg/dl on the adc meter, while paramedics received a reading of 46 mg/dl. The customer had symptoms consistent with hypoglycemia, including loss of consciousness. The customer was diagnosed and treated for severe hypoglycemia in the emergency room. This is a reportable event. No valid comparisons could be made to confirm the adc meter malfunctioned.